Manufacturer narrative:
Additional information added to: revised b5 to add missing information provided at time of reported event.

Event description:
It was reported that the device indicated that it was not charging. Facility biomed verified yellow screen and attempted to recondition twice. The first time it turned off before completion. The second time it never completed. Biomed did a short recondition, unit turned off and said defective battery. Replaced battery and charged device. There was no reported patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Were requested but not provided.

Event description:
It was reported that the device indicated that it is not charging. There were no reported adverse consequences to the patient.